Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunctions foreign material in the server plug-in and corrosion on the forceps elevator could not be established. While the cause of cracked adhesive around lens was traced to be component failure like stress should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. During evaluation of the device, foreign material was observed in the server plug-in. Corrosion was identified on the forceps elevator, and the adhesive surrounding the light guide lens was found to be cracked. There were reports of patient involvement.